Manufacturer narrative:
Customer reported that a nurse was not able to login to a pyxis medstation es system for medication removal. There was a delay to patient care. No patient or user harm was reported. Technical support specialist resolved by uninstalling a security patch that is known for causing the user access malfunction. This event is recorded on complaint number (B)(4). .

Event description:
Customer reported that a user was not able to login to a pyxis medstation es system . An issue occurred with the operating system's active directory that prevented user access. There was a delay in removing medications for patients as the medications had to be removed by another user. No patient or user harm was reported.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, b5, d1, d4, d5, e3, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 22-feb-2020 to 21-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cfnservice should have access to log on to ¿all computers¿. The technical support specialist suggested the hospital it department would need to change this setting so cfn service can log on to all computers which would prevent the 2222 errors. The hospital it fixed the issue. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis medstation es system showing "no cache password found domain error 2222" when the customer was attempting to log in to the med station. Customer stated that there was a 2.5 hour of delay due to the nurse not being able to login to the station and retrieve the medications. The medications had to be removed by another user. There was no report of patient or user harm with this event.